Event description:
The following has been reported: biomed reported: pump problem service needed. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device was returned for an air compressor failure. Pump was alarming during its self checks. Pneumatic hardware testing confirmed the air compressor is failing. No additional damage was found.